Event description:
Pts pretemp 99.2 initiated orho, 1 hour into treatment c/o shaking chills, became nauseous, and vomitted. Admitted to hospital ICU. Given tylenol 650 mg. Bp 90/60 dialysis d/c's lal cultures negative. Pts blood cultures neg @ 12, & 24 hoursdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.